Event description:
Additional information was requested and received symptoms are still continuing and also reported that need glasses to read news paper and small prints, patient experiencing blurry vision at all distances.

Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. Associated product information was not provided. The product investigation could not identify a root cause for the reported vision complaint. The product remained in the eye. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The patient is the reporter. Information was provided that the patient¿s vision issues began the day after the first surgery on (B)(6) 2022. A second surgery was performed on (B)(6) 2022 and visual issues became worse. Follow ups with a doctor were at day 1, week 1, month 3 and month 6. The consumer indicated that eye drops were given and assured the lenses were fine. These follow ups were with doctors in the same practice other than the implanting surgeon. The implanting surgeon ( for whom it was indicated does not conduct follow up appointments) conducted a follow up for this patient to assist with the issue. On (B)(6) 2023 lasik surgery was performed which made small amounts of improvements. Some visual issues still persist. A retina specialist was consulted on (B)(6) 2023 without positive outcome. O (B)(6) 2024 the patient was seen at (B)(6). After consulting with 3 different doctors there, the patient indicated that they will try contact lenses in (B)(6) 2025. File will be reopened if new information or the sample becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that following an intraocular lens (iol) implant procedure, patient experienced blurred distance vision, cloudiness, floaters, and light glare impacting life. Patient undergone lasik surgery to correct distance vision. After surgery patient intermediate vision improved distance vision is not improved. Additional information was requested and received stated patient symptoms are still continuing. There are two medical device reports associated with this patient. This report is associated with the left eye.